Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician thought this right ventricular (rv) lead may have a product performance anomaly. The patient was then asked by the physician to send a new transmission. Attempt to obtain additional pertinent information was unsuccessful. This ra lead remains in service. No adverse patient effects were reported.